Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the camera cable involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The camera cable was installed on an in-house printed circuit assembly (pca) and tested. The camera failed testing as a purple image on the right eye was observed. During visual inspection, the camera cable was found kinked and was missing the serial number.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the camera cable displayed a purple image on the surgeon side cart (ssc) and vision side cart (vsc). The customer did not have a backup or secondary camera cable available. The procedure was converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the operating room (or) manager and obtained the following additional information: the patient was on the table and ports were placed when the issue occurred. The or team lost the image and attempted to troubleshoot the issue. However, the only solution was to replace the cable. Or team tried to find a spare cable in another service but could not. As surgery was already postponed due to covid-19, and they could not use the system, the surgeon decided to convert to laparoscopic surgery. The delay was approximately 1 hour and 40 minutes from the moment issue occurred to the moment they decided to convert due to the described troubleshooting steps. No post-operative complications were observed, and the patient was reported to be doing well.